Event description:
It was reported that three to four hours post spinal cord stimulation (scs) implant procedure, the patient began to experience discomfort, weakness, and inability to lift her legs. The patient was hospitalized, and the physician assessed that the symptoms were a result of lingering procedural discomfort and the impact of the local and general anesthesia that was administered. Upon arrival to the emergency room, the patient had fully recovered and is doing well.